Event description:
It was reported to philips that the system's wireless footswitch was stuck and emitted continuous radiation, which can impact patient. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.